Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms and evaluated power values was conformed based on the information recorded in the log file. The log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from (B)(6) 2021. The data captured on (B)(6) at 9:48 am revealed that the recorded power increased from 4.8-5.2 w to 8.2/9.6 w. Approximately 5 minutes later a driveline fault alarm became active. The driveline fault alarm, accompanied by elevated power (up to 17.2w) and some elevated pi values (7.6-8.9), remained active until 10:16 am when the alarm was cleared. The system continued to operate at the set speed with increased power values. Some increased pi values were also captured. The driveline fault alarm activated again at 10:27 am and remained active until 10:33 am when the alarm cleared. The remaining data recorded from 10:33 am to 12:03 pm revealed the system was operating at the set speed with no active alarms and the recorded power was at 4.7-4.9w range. Visual inspection revealed that the returned system controller was in used/dirty condition. There was a significant amount of a foreign derbies around the driveline connector and the power cables (strain reliefs at the housing and the power connectors). Further evaluation of the driveline connector revealed also foreign debris (brown substance) inside the connector. The system controller was functionally tested using the laboratory equipment and the driveline fault alarm was not able to be reproduced. The system controller operated a test pump for extended period of time with no atypical events or alarms. The controller¿s power cables outer insulation was removed and a small amount of a green substance was observed in both cables. The green substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction; however, a specific root cause for the brown substance inside the driveline connector was not able to be determined. A specific root cause for the elevated power and pi values and the driveline fault alarms captured in the log file was not able to be determined during this investigation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook and heartmate ii instructions for use (IFU), explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook and the IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The labeling (heartmate ii patient handbook and heartmate ii IFU) addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured driveline fault events in the presence of elevated powers on (B)(6) 2021 at 09:53-10:16 and (B)(6) 2021 at 10:27-10:32 with powers noted as high as 17w. The driveline faults resolved for a short time then came back about 15 minutes later again with elevated powers. Technical services asked the customer to change the patient¿s controller to a controller that is either a pcx serial number controller or a controller that has a pc serial number greater than 50,000. After this is completed technical services asked the customer to perform 25 power cable disconnects to log some data into the controller and then send the log from the new controller back to compare wire values from the original controller to the new controller. It was reported the original controller was a pcx serial number but was exchanged to another pcx serial number controller. A new log was sent in that does show the pump powers in a normal range as well as driveline fault well within a normal range. The patient was an inpatient as of (B)(6) 2021 in the intensive care unit and the customer had the patient's device hooked up to the orange cable. Clinically maps (mean arterial pressures) were in the 80-90s while vad coordinator was in the room. Prior to all of this the only alarms seen on interrogation was low voltage and then driveline faults, then patient had hi pis and flows were in the range. Technical services noted this event was not short to shield so a no ground cable was not needed, and advised using a normal grounded patient cable.